Event description:
It was reported that balloon rupture occurred. A 8.0mm x 40mm x 75cm athletis balloon catheter was selected for use in the fistula procedure. However, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): dqy.